Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death and angina are listed in the xience prime everolimus eluting coronary stent system, instructions for use, as known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was in a moderately tortuous, moderately calcified, de novo, mid right coronary artery (rca) where the 3.0 x 23 mm xience prime stent was implanted without reported issue. The patient was transferred to the intensive care unit for 24-hour post-procedure observation. The following day, the patient had chest pain and prior to any intervention the patient subsequently expired. The cause of death was not identified. No additional information was provided.